Event description:
After inserting tesio catheter with no difficulty, one of the catheter was found to have a leak during flushing. While being removed, one of the catheter snapped close to the cuff. Chest x-ray intraoperatively showed distal catheter fragment in the right atrium. Pt went to interventional radiology for removal.